Event description:
The customer reported that 4 batteries had short power time. The batteries powered the device for only 10 mins. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that 4 batteries had short power time. The batteries powered the device for only 10 mins. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.